Event description:
It was reported that a patient sustained intertrochanteric fracture in (B)(6) 2014 and was surgically repaired on (B)(6) 2014. Patient was later seen in the doctor's office complaining of hip pain; an x-ray, taken by the surgeon, determined that the helical blade had migrated positively and that the source of pain was tip of helical blade rubbing on acetabulum. On (B)(6) 2014, the surgeon performed a revision surgery realigning the proximal femur and implanting a new 9.0mm helical blade in the center of the femoral head. Delayed healing; non-union was reported, the mal-positioned device was easily removed, there was no surgical delay and the patient outcome was reported as-fine. This is 1 of 3 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implanting a new 11.0mm helical blade 90mm.